Event description:
It was reported that during a demonstration setting with no patient involvement, the arm cart assembly (aca) transitioned to a gray state after an instrument exchange. The surgical user specialist (sus) was unable to take control of the arm from the surgeon console despite the instrument being recognized. The aca was restarted to resolve the issue. No patient involvement.

Manufacturer narrative:
Additional information: h10 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field. Review of the field service notes indicated that the arm cart assembly went gray and it was unable to be controlled from the surgeon console after instrument exchange. The arm cart was restarted to resolve the issue. The associated instrument should be inspected. The system will be monitored to determine if the issue reoccurs. The arm cart is currently able to calibrate without issue. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a demo setting with no patient involvement, the arm cart assembly (aca) transitioned to a gray state after an instrument exchange. The surgical user specialist (sus) was unable to take control of the arm from the surgeon console despite the instrument being recognized. The aca was restarted to resolve the issue. No patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.